Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device product malformed staples. It was necessary to open the patient to ensure an adequate repair. The original anastomosis was resected, and a new anastomosis was created.